Event description:
Reportedly, the subject inductive programming head could not be initialized and could not interrogate devices.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200205 - file-2019-04173 - analysis_and_closure_report_resp-2020-00041.pdf].

Event description:
Reportedly, the subject inductive programming head could not be initialized and could not interrogate devices.